Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of the supplied photograph of the item was performed and was found to exhibit signs of repeated use and has fractured on the medial side of the post feature as the product wasn¿t returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp fractured during an initial procedure. The surgical technique was utilized. There was no surgical delay. Product did fall into the patient, however, all of the pieces were retrieved. The surgery was completed with a second device. There was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.